Manufacturer narrative:
Bci sent replacement reagent. Root cause of the event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated that the lactate dehydrogenase (ld) reagent leaked into the unicel dxc 600 pro synchron clinical systems refrigerator. No injury was reported on this issue.